Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a device manufacturer representative (rep) regarding a patient who was receiving 0.8 mg/ml bupivacaine at 0.4 mg/day and 30 mg/ml morphine at 14.058 mg/day via an implantable pump for non-malignant pain and rsd/causalgia-complex regional pain syn. It was reported that the patient saw an (B)(4) code on the personal therapy manager (ptm) on (B)(6) 2017, however the patient had not heard an alarm. The hcp played the test alarms and they did sound on the pump. It was noted the patient could not hear them very well when the alarm was played, but the hcp could. The patient had no symptoms. The logs were read and a stand alone reset was noted. No other events were noted other than the reset and pump in safe state messages at 9 am. The pump was successfully programmed out of safe state and upon re-interrogation no other issues were seen. No other action was taken and the patient was aware of what to be looking for on the ptm and also what to listen for. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-apr-11 reported the cause of the reset and safe state was not determined. It was noted that it was unclear as to why the reset and safe state occurred. It was noted that patient's weight was approximately (B)(6) pounds. No further complications were reported/anticipated.